Manufacturer narrative:
Additional information provided in h.3., and h.10. Th company iii (d) cartridge was not returned for evaluation. A photo was provided of a lens in the eye. Rings can be observed on the optic, which would indicate a company lens. A small particulate is observed in the center of the optic. This appears to be on the posterior surface of the optic. No determination can be made as to the origin or nature of the material from the photo. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The specific lens model/diopters were not provided. It is unknown if a qualified lens model/diopter and viscoelastic were used. A qualified company handpiece was indicated. The product investigation could not identify a root cause for the reported complaint. The company iii (d) cartridge was not returned for evaluation. Based on review of the provided photo there appears to be a foreign material on the lens. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens presented with plastic debris on the backside of the optic. The surgeon was able to remove the debris with the irrigation / aspiration. There was no patient harm.